Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a paddle placement on (B)(6) 2024 patient developed an epidural hematoma. As a result, patient had to go back into surgery for epidural hematoma evacuation. Hematoma has resolved and patient is stable.